Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker recorded a longevity changed at 1.5 years about a half year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Additional information was received mentioning the pacemaker actually showed a premature battery depletion (pbd) behavior. After an atrial fibrillation (af) ablation, the atrial auto capture function did not operate properly, resulting in atrial output being increased to the maximum level, resulting in the rapid battery depletion, decreasing the pacemaker battery life. The auto capture function was turned off, and the atrial output was set to 2.0 v. During home monitoring in march, the estimated remaining battery life improved to approximately 2.5 years. However, during home monitoring in april, the estimated battery life decreased again to 1.5 years. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a longevity changed at 1.5 years about a half year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Additional information was received mentioning the pacemaker actually showed a premature battery depletion (pbd) behavior. After an atrial fibrillation (af) ablation, the atrial auto capture function did not operate properly, resulting in atrial output being increased to the maximum level, resulting in the rapid battery depletion, decreasing the pacemaker battery life. The auto capture function was turned off, and the atrial output was set to 2.0 v. During home monitoring in march, the estimated remaining battery life improved to approximately 2.5 years. However, during home monitoring in april, the estimated battery life decreased again to 1.5 years. Additional information has been received from the field mentioning that currently, the atrial output is fixed at 2.5 v and being monitored as usual via the remote monitoring system. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The accolade device was not returned for analysis. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the devices battery voltage typically decreases over time). In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. Correction of h6, device codes field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker recorded a longevity changed at 1.5 years about a half year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Additional information was received mentioning the pacemaker actually showed a premature battery depletion (pbd) behavior. After an atrial fibrillation (af) ablation, the atrial auto capture function did not operate properly, resulting in atrial output being increased to the maximum level, resulting in the rapid battery depletion, decreasing the pacemaker battery life. The auto capture function was turned off, and the atrial output was set to 2.0 v. During home monitoring in march, the estimated remaining battery life improved to approximately 2.5 years. However, during home monitoring in april, the estimated battery life decreased again to 1.5 years. Additional information has been received from the field mentioning that currently, the atrial output is fixed at 2.5 v and being monitored as usual via the remote monitoring system. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.